Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device broke during use on a patient. Broken pieces were retrieved and the case was completed successfully.

Manufacturer narrative:
Gtin: (B)(4). Alleged failure: broke during surgery on patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be user excessive force, and/or improper sterilization methods. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during use on a patient. Broken pieces were retrieved and the case was completed successfully.